Manufacturer narrative:
Continuation of d10: product ID 8782 lot# 0210606490 implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 17-aug-2017, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had increased pain symptoms for several days with general malaise, odor sensations, diffuse abdominal pain and diarrhea. Clinically non-excited abdomen and no inflammation or swelling at pump level. A sideport tap could not obtain aspiration of liquor. Aspiration of the reservoir showed that sufficient contents were still present. The healthcare provider suspected a catheter dysfunction as the cause of the symptoms, for which a revision of the catheter would take place today under general anaesthesia. It was noted that the patient required in-patient or prolonged hospitalization. Additional information received from the healthcare provider via a clinical study indicated that a sideport aspiration resulted in no liquor being obtained. The catheter was noted to be occluded. The catheter was explanted/replaced and dispos ed of.